Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated and a suprarenal aortic extension. Upon follow up, computed tomography identified an endoleak. The physician implanted an infrarenal and suprarenal to correct the leak. No patient injury was reported.

Manufacturer narrative:
Based upon the investigation findings, the reported type iiia endoleak was confirmed. A type iiib endoleak was also confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not definitely found and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review confirmed the following factors that may have contributed to the patient outcome although the retrieved records were minimal: the oversized (per the IFU) 3.2 cm diameter saccular aneurysm of the right common iliac artery; calcifications and the dual angulation of the aortic neck; and the patient continued use of tobacco products.